Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader; no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of ble (bluetooth low energy) rssi (received signal strength indicator) was performed, and signal loss alarms were caused by low or not present ble rssi value. Therefore this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted

Event description:
A signal loss issue was reported with the freestyle libre 2 sensor, which prevented low and high glucose alarms from sounding. As a result, customer (a child of 6 years) experienced a loss of consciousness and required treatment of apple juice by her mother and father. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the freestyle libre 2 sensor, which prevented low and high glucose alarms from sounding. As a result, customer (a child of 6 years) experienced a loss of consciousness and required treatment of apple juice by her mother and father. No further treatment was reported. There was no report of death or permanent injury associated with this event.